Event description:
Patient's husband contacted dexcom on (B)(6) 2014 to report patient death that occurred due to heart and kidney failure. The patient had a history of heart complications and had undergone coronary artery bypass grafting with an aortic valve replacement. A date of death was not provided. There was no alleged device malfunction. No additional event information is available.

Event description:
Subsequent to the initial MDR, dexcom received additional information on 07/08/2015. It was reported that the patient was in the hospital to get dialysis at the time of death.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was reported that the cause of death was heart and kidney failure. Additionally, it should be noted that diabetes mellitus is a known cause of death.

Manufacturer narrative:
(B)(4). The device being used at the time of death was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. There was no alleged device malfunction. Additionally, the patient's death certificate was received on 07/08/2015. The patient's cause of death was respiratory failure, pleural effusion and pulmonary edema, acute decompensation of dilated cardiomyopathy, atherosclerotic heart disease and ischemic cardiomyopathy.